Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an oxygen (o2) analyzer calibration failure message. Calibration failed several times during the operation but was able to be performed after restarting the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The service repair technician was unable to duplicate the reported complaint. The electronic patient gas system (epgs) successfully passed calibration. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per supplier, the end user failure mode lists two errors. The first error listed that the oxygen (o2) analyzer read out of tolerance at 60% and 100% setpoint. The second error listed that the flowmeter device was reading flow after the flow valve was closed. The first failure mode was caused by the 02 analyzer and was uninfluenced by the flow meter. The second failure mode could be an issue with the device sensor, tare functionality, analog outputs, the cable connection between the flowmeter and the electronic patient gas system (epgs), or an issue with the flow valve leaking through. The sensor was tested by checking calibration tolerances. All calibration data was within tolerance. The device was then left powered on for 24 hour period and experienced zero drifting. Tare functionality and analog outputs were also checked. Analog outputs were within tolerance and tare pin activated at correct voltage. All testing was performed with 24 volt (v) as well as 12v power supply source. Unable to replicate customer failure mode with the flowmeter. Possible failure in flow valve or epgs module connection.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6. During laboratory analysis, the product surveillance technician (pst) verified the reported issue. When the setpoint was at 100% and set to 60% the external oxygen (o2) analyzer was reading a specification that was out of spec. After looking at the logs it was noted that there were four unsuccessful attempts to calibrate the electronic patient gas system (epgs) on (B)(6) 2020 and during each attempt the epgs was reporting a flow value. During calibration the system turns the flow valve off so there should not be a flow value. If there is, the system will fail calibration which is what was occurring, indicating the flowmeter needs to be replaced.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported issue. The electronic patient gas system (epgs) passed calibrations. Based on the event logs, there were four attempts to calibrate on 20-feb-2020. With each calibration attempt, the epgs reported a flow value. During calibration the system turns the flow value off, takes a reading from the flow meter and the reading should be zero. If a value is reported other than zero the calibration will fail suspecting either a faulty flow meter or a cable connecting the flow meter to the epgs module. Per data log analysis, the issue occurred on (B)(6) 2020 but unfortunately the log only covers the last two hours of that date. There are no indications of an issue in that portion of the log. The next day, (B)(6) 2020, calibration was successfully performed. The system was power cycled for some reason and now calibration fails with 'zero flow high before cal' and flow was about six liters per minute (l/min). This happened several times as reported. The next time the system was used on (B)(6) 2020, all was normal. It is likely the date is not set correctly on the central control monitor (ccm) by one day. If that is the case, the log confirms the complaint. Most likely the gas system is ok and the issue was caused by the power cycle.